Manufacturer narrative:
(B)(4). D10:cat# 00-8757-052-01 lot# 65014646, cat# 6250-65-30 lot# j7238080, cat# 00-8752-010-36 lot# 65252214, cat# 802203602 lot# 2994139. G2: foreign ¿ event occurred in australia h6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by hospital; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3 years and 7 months post-implantation, the patient underwent a hip revision due to periprosthetic fracture. Attempts have been made and no further information has been provided.